Event description:
Husband places call to rep to complain about batteries and labeling of batteries/unit. Husband states that after replacing electrode/battery in unit that wife still felt no stimulation and unit would not turn on. Husband told rep that he put electrodes on his wife, connected leads to electrodes, leads to unit and continued to turn up the dials as high as they would go to see if wife would feel stimulation. With unit turned as high as it would go and unit still attached to wife - opens unit removes battery, notices he did not remove plastic tamper proof seal. Removes plastic covering from battery and places battery back into unit. The pt immediately receives an extreme painful jolt of electrostimulation as the unit was not turned off/removed from her body before putting battery back into unit. Husband upset that there were no warnings on unit or battery to make sure unit is turned off before putting in battery.

Manufacturer narrative:
Notified manufacturer of device complaint and corrective action. Device currently in route to manufacturer for eval.